Manufacturer narrative:
Patient information was requested but unknown. The lot/serial number was requested but not provided, therefore, a review of the manufacturing records could not be conducted. It was reported that no further information was available.

Event description:
A surgeon reported that a patient was implanted with an unknown gore mesh five years previously and later on an unknown date a reoperation was performed. Allegedly a postoperative infection occurred due to lack of ingrowth and the device was removed.